Event description:
It was reported that during use with this 096f6j swan-ganz catheter, the balloon did not inflate during the balloon test. The issue was resolved by replacing the catheter. There were no patient complications reported.

Manufacturer narrative:
The product lab received one 096f6j catheter without any attached components. The reported issue of the balloon not inflating was confirmed. The balloon was found to be ruptured around circumference, and the ruptured edges did not match up. There was no deterioration found from the balloon latex. All through lumens were patent without any leakage or occlusion. An indentation was observed from the catheter body at 3.5 cm from catheter tip. There was no other visible damage observed from catheter body and the returned syringe. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.